Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer alleged the insulin pump was over delivering insulin. The customer blood glucose level was 50 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did used auto mode at the time of event. The insulin pump will be and reservoir will not be returned for analysis.